Event description:
It was reported that the right ventricular [rv] lead had high rv defibrillation and superior vena cava [svc] impedance measurements. It was also reported that the rv defibrillation and svc impedance measurements had been unstable for quite some time. Additionally, an x-ray confirmed an rv lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.